Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a "replace sensor" message on his adc freestyle libre sensor after 5 days of wear. Furthermore, the customer was unable to check his blood glucose for 4 days ((B)(6) 2019) and reported symptoms of "extreme confusion" on (B)(6) 2019. The customer had contact with a healthcare provider who obtained a reading of 200 mg/dl on the hcp meter and was treated with unknown medication to "to bring his glucose down." There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug was properly seated in mount. Performed visual inspection of the sensor tail and a watermark was present. Removed the sensor plug and inspected the plug assembly, no failure mode observed. Sensor was reprogrammed and and tested on the test fixture. All results were within specification. No malfunction or product deficiency was identified.

Event description:
A customer reported receiving a "replace sensor" message on his adc freestyle libre sensor after 5 days of wear. Furthermore, the customer was unable to check his blood glucose for 4 days (B)(6) 2019) and reported symptoms of "extreme confusion" on 11-apr-2019. The customer had contact with a healthcare provider who obtained a reading of 200 mg/dl on the hcp meter and was treated with unknown medication to "to bring his glucose down." There was no report of death or permanent impairment associated with this event.